Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician checked on the patient approximately 1 hour and 30 minutes after the infusion was initiated and observed that the device had not infused the fluid as expected. The device reportedly did not alarm and appeared to remain in the running state. The syringe was described as still ¿full,¿ and only approximately 2 ml had infused. There was patient involvement and reportedly resulted in "minor, temporary harm"; however, no additional treatment was required. The event occurred on 11 september 2025 at 18:00 in the facility¿s children¿s inpatient unit. On 01 march 2026, bd received additional information through due diligence efforts. It was reported that the pump was programmed using "general paediatric" profile and selected guardrails drug library "flucloxacillin, long infusion (60 min), 14kg child". It was reported that following the event, the "cannula had actually infiltrated so the ivc was removed and doctors decided not to continue antibiotics unless clinically indicated." There were no additional medical interventions performed. The additional information requested by the manufacturer has not been provided to date.

Manufacturer narrative:
Omit: other occupation, e2401 - insufficient information, f24 - insufficient health impact information, a141204 - pumping stopped (1503). Correction: initial reporter occupation. Additional information: report source, imdrf annex e, f, a, codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician checked on the patient approximately 1 hour and 30 minutes after the infusion was initiated and observed that the device had not infused the fluid as expected. The device reportedly did not alarm and appeared to remain in the running state. The syringe was described as still ¿full,¿ and only approximately 2 ml had infused. There was patient involvement and reportedly resulted in "minor, temporary harm"; however, no additional treatment was required. The event occurred on (B)(6) 2025 at 18:00 in the facility¿s children¿s inpatient unit. On 01 march 2026, bd received additional information through due diligence efforts. It was reported that the pump was programmed using "general paediatric" profile and selected guardrails drug library "flucloxacillin, long infusion (60 min), 14kg child". It was reported that following the event, the "cannula had actually infiltrated so the ivc was removed and doctors decided not to continue antibiotics unless clinically indicated." There were no additional medical interventions performed. The additional information requested by the manufacturer has not been provided to date.